Event description:
Two plates broke while bending in a case. The plates both broke while bending "in plane". One broke while putting in a screw. Another plate was used and the case was completed.

Manufacturer narrative:
Na